Event description:
On (B)(6), 2012, keystone dental¿s (B)(4) received a call from a male pt who stated both zirconia abutments in his four crown bridge fractured while he was eating on (B)(6), 2011. The complainant report that (6.0 x1.5mm) wide diameter prima zi contour abutment, was place at (B)(4) dental site 12 on (B)(6), 2008. There was no indication from the complainant of any adverse effect as a result of the reported abutment fracture.

Manufacturer narrative:
This fractured zirconia abutment was not returned. Due to the inherent nature of materials used for ceramic abutments, failures of this nature are not unexpected. The root cause of this event could not be determined. The lot number of the device was not available; therefore, the MFR date of the device is unk. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. (B)(4). Also reference MFR report #: 3005990499-2012-00008.